Event description:
It was reported that as the physician was deploying an optease vena cava filter, it was noted that the prongs were protruding through the sheath.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.